Event description:
Customer reported that when attempting to prime, insulin pump would ramp quickly and when connected, pump would go back to priming. Customer reports of being hospitalized due to bent cannula. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.